Manufacturer narrative:
D274drg ICD implanted: "(B)(6) 201". If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were four vt-ns (ventricular tachycardia non-sustained) noise episodes on the right ventricular (rv) lead. The physician decided to cap and replace the pace/sensing portion of the rv lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.